Manufacturer narrative:
The getinge field service engineer (fse) contacted the facility's biomedical engineer who indicated that the doppler had been replaced. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) and observed damaged doppler probe. To fix these issues the fse ordered a doppler ultrasonic iabp assy and sent overnight to (B)(6) (biomed), who performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us. The full name of the event site in was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported during a routine check, that the cs300 intra- aortic balloon pump (iabp) unit's doppler is not functioning. There was no patient involvement, and no adverse event reported.